Event description:
It was reported that the device had a "relatively short battery life." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. The device met 78% longevity with battery at 96% on the depletion curvewhich projects to 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. Concomitant product: 4194 implantable pacing lead (B)(6) 2009, 6947 implantable defibrillation lead (B)(6) 2009. (B)(4).